Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem; unknown humeral tray; unknown humeral bearing; unknown glenoid baseplate. The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09097, 0001825034 - 2018 - 09098, 0001825034 - 2018 - 09100, 0001825034 - 2018 - 09103.

Event description:
It was reported that patient underwent initial shoulder arthroplasty on unknown date, and a revision surgery has been indicated due to unknown reason. No additional information is made available.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this product did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.